Manufacturer narrative:
Report date: 01feb2019. Date rec'd by MFR: 30jan2019. Multiple attempts were made to retrieve the repair information; however, the customer declined further follow up attempts. At this time, no parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that a v60 ventilator failed the oxygen (o2) flow accuracy test in the performance verification testing (pvt) sequence. Reportedly, when the o2 flow was set to 10, the analyzer read 12.01.the ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.